Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the inner plastic gasket from a 511sd fell off into the pt. The gasket was retrieved laparoscopically. The device was from an fdc32 kit. The sales rep is also sending back a 1seal that was on the trocar, but there was no difficulty with this device. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974277. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, nonconforming; sleeve condition, nonconforming and stopcock condition, closed. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the visual inspection it was confirmed that the reported "inner plastic gasket from a 511sd fell off". No conclusion could be reached as to how the inner gasket was dislodged. The inner gasket retrieved from the pt was not received for analysis. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.